Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the patient did not calibrate every 12 hours, which is off-label usage of the device.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen. The patient went to the clinic on (B)(6) 2019 for his annual visit to obtain insulin and other medications and had a venous blood panel run. His blood glucose was 538 mg/dl and his potassium was 6.3. However, his cgm reading at the time was 190 mg/dl. He had last calibrated the device at 4 am that day and there was no discrepancy. He stated he does not calibrate it regularly every 12 hours, and instead calibrates when the device asks for it. Because of the inaccurate values the nurse also did a fingerstick using the clinic bg meter and the result was over 450 mg/dl (the meter¿s max reading). When the patient went into the exam room the cgm reading was 187 mg/dl. After giving him 20 units of regular insulin, the clinic sent him to the emergency room at a hospital via ambulance. He remained asymptomatic, alert and oriented throughout. Following the 45-minute ambulance ride to the ER his potassium there was 4.8. They took several bg samples and the first 3 results were over 500 mg/dl. He was given fluids via intravenous (IV) therapy but no additional insulin other than what he received via his pump. The bg readings gradually came down (no additional values provided). He calibrated the cgm each time they took another bg sample, and the cgm values then ranged from 192 to 277 mg/dl, matching closer to the bg. At the time of contact, he had been discharged from the hospital and was feeling well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.